Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When box opened inside the or, a hole was noticed on the outside of the packaging locate inside the box. We thought that we may be able to tear the top layer off to see if the underneath layer was unharmed but it had a hole in it as well as was deemed unsterile. Another was available for use.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the implant was received in the carton with the shrink wrap ripped at the top from the user opening the box. The shrink wrap was removed and a depression line was observed on the left underside of the carton. The outer blister was opened by the user prior to receipt. The inner blister was fully intact and unopened. A hole was observed through the middle of the outer and inner tyvek lids, approximately 2 inches from the edge of the outer blister. The inner tyvek lid was opened and the plastic lid on top of the implant was cracked where it contacts each the anterior condyle edge and the lateral posterior condyle edge. The holes through both tyvek lids were consistent with where the anterior condyle edge cracked the plastic lid. The underside of the inner tyvek lid was indented where the plastic was cracked by the lateral posterior condyle edge, but the lid was not breached at this location. The event was confirmed. The packaging was confirmed to be assembled per specification. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When box opened inside the or, a hole was noticed on the outside of the packaging locate inside the box. We thought that we may be able to tear the top layer off to see if the underneath layer was unharmed but it had a hole in it as well as was deemed unsterile. Another was available for use.